Event description:
Additional information received reported the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturer representative and had an appointment for (B)(6) 2014.

Event description:
It was reported the patient had breathing problems. It was stated, the patient had paradoxical vocal cord disorder and they wanted to know if there was a connection to their deep brain stimulator (dbs). It was noted, the patient was diagnosed with the disorder 3 weeks prior to report. It was stated, they had been hospitalized 3 times in the last 3 weeks due to breathing issues. It was stated, they were unsure if the breathing issues were caused by the asthma or the vocal cords.

Manufacturer narrative:
Product ID 3387s-40, lot# v741339, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger product ID 37092, lot# 285240001, implanted: 2011 (B)(6); product type accessory product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that patient had a stroke is now wheel chair bound. It was stated that the stoke may and may not have been related to the device. It was noted that patient has essential tremors and the tremor was affecting their vocal cord, making the patient go into spasms which caused their throat to close and not be able to breath. Patient had a tracheotomy and developed a blood clot which in turn developed a stroke. It was also mentioned when the health care professional (hcp) the patient , they triggered an attack which led to patient being in hospital for a week, the hcp would not admit that they triggered an attack and now the caller does not trust hcp. No further patient complications were reported/ anticipated as a result of this event